Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va08d0t, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the people thought the patient had a urinary tract infection (uti) and they went to see their health care provider (hcp) in (B)(6) 2014. It was okay because the patient took the medication.